Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 3.6 cm in diameter abdominal aortic aneurysm and 2.5 cm in diameter iliac artery aneurysm (total aortic aneurysm for right side). Vessel morphology was reported as the diameter of upper proximal aortic neck is 19 mm and the aortic neck is 16 mm in length. It was reported that prior to being discharged, a CT revealed that the ipsilateral limb just below flow divider was confirmed to be compressed by the contralateral limb and stenosed. The compression ratio was double-to-single. The physician elected to implant a bare metal stent 10mm x 57mm, 3 cm from flow divider of main body on the right side. A pta balloon (10 mm) was inserted in left side and ballooning was done by kissing technique. After the intervention was completed, inner lumen was confirmed by ivus to be patent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).